Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service technician adjusted the display assembly which had resulted in the intermittent connection. The system was tested to the factory specifications. The unit passed testing and was returned to service.

Event description:
It was reported that the system displayed an error code of 065a. The customer re-seated the twin pump and the error code was removed. Internal reference: (B)(4).